Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/12/2024, the cgm alerted for hypoglycemia at 52 mg/dl and there was no bg meter available for comparison. The patient was shaky and sweaty very close to being unconscious. The patient´s husband treated her with 1 and a half of gu energy gel (450mg amino acid, 50mg sodium, 20mg caffeine, 21 carbs and 100 calories) and a 4 oz of orange juice. After the treatment the cgm was still reading low. The husband called the paramedic around 5:00 pm. The paramedics took a bg reading which was 42 mg/dl and treated the patient with IV fluids. After the treatment they took another bg reading which was 78 mg/dl. The patient was not taken the hospital. At the time of the report the patient was stable. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.